Event description:
It was reported that the patient was sent home from the hospital and the next day, the patient's device was beeping. The patient came in to the office and a high atrial impedance alarm had toned. The physician checked the device and cleared the alert. Atrial impedance was fine. The physician believed that the leads were disconnected from the device during the procedure. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.